Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration /perforation./'), premature labour ('iup 33.2 weeks gestation pre term labor') and pregnancy with contraceptive device ('post-implant pregnancy') in an adult female patient who had essure (batch no. B21579) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: the marginally inserted membranes are tan-gray and semi translucent with a rupture site of 3.8 cm. The centrally inserted trivascular umbilical cord is 21.5 x 1.5 cm and inserts 7.2 cm from the margin. The fetal surface is gray-purple and unremarkable. The maternal cotyledons are complete. On the maternal surface there is a single 0.4 cm tan firm, rubbery yellow lesion. The parenchyma is red-maroon and spongy with no additional lesions or hematomas identified. Clinical history iup 33.2 weeks gestation pre term labor g2ip1. Concurrent conditions included dysplasia, fibroids, subchorionic hemorrhage, low back pain, subchorionic haemorrhage, uterovaginal prolapse, defecation difficult, dyspareunia, stress urinary incontinence and incontinence. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), premature labour (seriousness criterion medically significant), pelvic pain ("pain") and dyspareunia ("dyspareunia") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic bilateral salpingectomy and left essure coil removal). At the time of the report, the fallopian tube perforation, premature labour, pregnancy with contraceptive device, pelvic pain and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period was on an unknown date and estimated date of delivery was on (B)(6) 2017. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2017. The reporter considered dyspareunia, fallopian tube perforation, pelvic pain, pregnancy with contraceptive device and premature labour to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 3. Microscopic description: sections show a mature placenta with focal acute inflammation within the chorion, but not up to the amnion. These findings are suggestive of an early ascending infection with maternal response and no evidence of fetal response. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: 1. Complete cross sections of bilateral fallopian tubes identified. 2. Single essure coil identified. Gross description: bilateral fallopian tubes are two purple tan fimbriated fallopian tube segments measuring 4.5 x 0.5 cm and 5.0 x 0.6 cm. Sectioning reveals a single 2.8 x 0.2 cm essure coil and wire measuring 8.0 x 0.1 cm. No additional essure device is present. Ultrasound pelvis - on (B)(6) 2017: single, viable intrauterine pregnancy, with an average gestational age of 8 weeks and 5 days, correlating to an estimated due date of (B)(6) 2017,continued sonographic followup is warranted. Small subchorionic hemorrhage at the lower uterine segment near the cervical os.. Ultrasound scan - on (B)(6) 2017: patient has been found to be pregnant at approximately 9 weeks gestation. An intrauterine pregnancy and noted is a small uterine myoma; on (B)(6) 2017: first trimester: impression: nuchal translucency measurements are within normal limits. Nasal bone is present; on (B)(6) 2017: single, viable iup with adequate fetal growth. Transabdominal ultrasound was used to evaluate fetal growth and amniotic fluid. Transvaginal ultrasound was performed to evaluate the cervical length (due to previously noted short cervix) and reveals a dynamic cervical length of 1.9-2.1 cm without funneling. These measurements are stable from the prior exam. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration /perforation./'), premature labour ('iup 33.2 weeks gestation pre term labor') and pregnancy with contraceptive device ('post-implant pregnancy') in an adult female patient who had essure (batch no. B21579) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: the marginally inserted membranes are tan-gray and semi translucent with a rupture site of 3.8 cm. The centrally inserted trivascular umbilical cord is 21.5 x 1.5 cm and inserts 7.2 cm from the margin. The fetal surface is gray-purple and unremarkable. The maternal cotyledons are complete. On the maternal surface there is a single 0.4 cm tan firm, rubbery yellow lesion. The parenchyma is red-maroon and spongy with no additional lesions or hematomas identified. Clinical history iup 33.2 weeks gestation pre term labor g2ip1. Concurrent conditions included dysplasia, fibroids, subchorionic hemorrhage, low back pain, subchorionic haemorrhage, uterovaginal prolapse, defecation difficult, dyspareunia, stress urinary incontinence and incontinence. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), premature labour (seriousness criterion medically significant), pelvic pain ("pain") and dyspareunia ("dyspareunia") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic bilateral salpingectomy and left essure coil removal). At the time of the report, the fallopian tube perforation, premature labour, pregnancy with contraceptive device, pelvic pain and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2017. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2017. The reporter considered dyspareunia, fallopian tube perforation, pelvic pain, pregnancy with contraceptive device and premature labour to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 3. Microscopic description: sections show a mature placenta with focal acute inflammation within the chorion, but not up to the amnion. These findings are suggestive of an early ascending infection with maternal response and no evidence of fetal response. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: 1. Complete cross sections of bilateral fallopian tubes identified. 2. Single essure coil identified. Gross description: bilateral fallopian tubes are two purple tan fimbriated fallopian tube segments measuring 4.5 x 0.5 cm and 5.0 x 0.6 cm. Sectioning reveals a single 2.8 x 0.2 cm essure coil and wire measuring 8.0 x 0.1 cm. No additional essure device is present. Ultrasound scan - on (B)(6) 2017: patient has been found to be pregnant at approximately 9 weeks gestation. An intrauterine pregnancy and noted is a small uterine myoma; on (B)(6) 2017: first trimester: impression: nuchal translucency measurements are within normal limits. Nasal bone is present; on (B)(6) 2017: single, viable iup with adequate fetal growth. Transabdominal ultrasound was used to evaluate fetal growth and amniotic fluid. Transvaginal ultrasound was performed to evaluate the cervical length (due to previously noted short cervix) and reveals a dynamic cervical length of 1.9-2.1 cm without funneling. These measurements are stable from the prior exam. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.